Event description:
It was reported that the customer passed away on (B)(6) 2020. The customer's guardian reported the cause of death as diabetic ketoacidosis as per the death certificate. The customer passed away at home. The reporting party reported unexpected high blood glucose level. It was unknown if the customer was wearing insulin pump at the time of passing as customer tend to forget insulin pump use and specially when changing the battery out. The automode status was unknown. The customer was not using sensor at the time of passing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.